Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Then, performed visual inspection and checked 1 out of 3 insertion needle for burrs/hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. Missing 2 needles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introduce needle was fractured while in the body. The customer¿s blood glucose was unknown at the time of the incident. Customer stated the sensor had getting cannot find sensor alarm. Troubleshooting was performed. The sensor will be returned for analysis.